Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar adhesive events with two infusion sets that fell off during use after being used for less than 48 hours all events. Patient's blood glucose level at the time of event was 250 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 1 of 2.